Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's right ventricular (rv) lead presented with intermittent capture. No changes were reported. The patient status was unknown.